Event description:
It was reported that (2) devices were used during a sub-total gastrectomy. It was reported by the affiliate that the tlc55 instrument would not fire due to lockout. A tlc10 was then used and when fired, the staples malformed. The staples remained channel shape and did not change into a "b" shape. Another instrument was used to complete the case. There was no consequence to the pt. Both devices were discarded.